Manufacturer narrative:
According to the event description, a screw pin with stop fractured during regular use. The product in concern has not been sent back to implantcast gmbh. A photo of the broken screw pin with stop was provided by the customer, enabling a limited optical examination. However, the fracture surface itself is not visible on this photo. Since no lot number was reported, neither material certificates nor manufacturing documents could be checked. The surgical techniques and instructions for use were checked and showed no deviations. Based on the available information, no technical root cause of the fracture could be determined. It can only be as-sumed that the malfunction can be regarded as a random failure of a component. It cannot be determined how long the screw pin was in use when the fracture occurred. Another factor for such a fracture is the density of the bone. However, this information was not provided. This event was assigned to the error pattern "break of the instrument" in the associated risk management.

Event description:
The following event was reported to implantcast gmbh: "the pin sheared off just above the stop whilst getting drilled into place." Note: it is known that the event occurred intraoperatively. However, according to the available information, it had no adverse impact on the patient's health and did not lead to an extension of the surgery time. An alternative product was used to successfully complete the procedure.